Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a patient brought up concerns that the patient controlled analgesia (pca) pump module was not accurately relaying the amount of demands/delivered medications that the patient was receiving. Staff noticed that the volume between mar and the pca are inaccurate. The staff visualized the 3 demands/3 delivered however the pump only said 1 demand/1 delivered. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes,, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient brought up concerns that the patient controlled analgesia (pca) pump module was not accurately relaying the amount of demands/delivered medications that the patient was receiving. Staff noticed that the volume between mar and the pca are inaccurate. The staff visualized the 3 demands/3 delivered however the pump only said 1 demand/1 delivered. There was patient involvement but no harm.

Event description:
It was reported that a patient brought up concerns that the patient controlled analgesia (pca) pump module was not accurately relaying the amount of demands/delivered medications that the patient was receiving. Staff noticed that the volume between mar and the pca are inaccurate. The staff visualized the 3 demands/3 delivered however the pump only said 1 demand/1 delivered. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a2101 - device markings / labelling problem (2911), a040502 - corroded (1131), a0404 - crack (1135),g0405213 - screw, g04080 - label, g0405206 - latch, c070606 - wear problem, d02 - cause traced to component failure correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Investigation summary: the report that the pca module was not accurately relaying pca dose information was not confirmed based on the review of the system logs or replicated during laboratory testing. ¿ laboratory test results performed on the suspect device failed to replicate the reported inaccurate pca dose delivery. O functional testing performed failed to replicate the reported inaccurate pca dose delivery. O alaris system maintenance (asm) software preventive maintenance task found the suspect pca module operating in specification. O no documentation was provided by the facility regarding the doses physically recorded between the facilities mar system and the pca module. Pca modules are not interop-compatible, which would make the mar entries a manual process. ¿ based on the review of the pcu event log, on january 06, 2024, at 8:01 pm a bd 50ml syringe was confirmed with a volume of 45.94ml. A pca only infusion was programmed for drug ID 87; hydromorphone standard 0.2mg/ml (10mg/50ml) with a pca dose of 0.5ml. O from 8:03 pm and 8:53 pm, two (2) pca doses were requested and successfully delivered. O on january 07, 2024, at 9:16 am the patient history was cleared. O from 12:19 am through 11:16 am, six (6) pca doses were requested and successfully delivered. O at 6:56 am, the pca module was channeled off with a calculated primary volume infused (pca dose only) of 8ml ¿ a review of the pcu and pca module error logs showed no errors were recorded related to the reported incident. ¿ the alaris system user manual (v9.33) states that the patient history is a rolling 24-hour log that can be cleared by selecting new patient or through the options soft key. The patient history defaults to an 8-hour view. O once patient history is cleared, the last 24 hours of patient history data can be retrieved and viewed. To retrieve last 24 hours, press 24 h totals soft key from patient history screen. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the pca module was not accurately relaying pca dose information was not identified. The returned device was fully evaluated, and no issues or anomalies were observed. Note that imdrf annex a0401, a27, a1801, a040601, c07, c0601, c23, d15, d11, d01, g02017, g04070, g04037 and g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.